Manufacturer narrative:
Additional product (reader jngz049-k0020) has been returned. Reader jngz049-k0020 has been returned and investigated. Visual inspection has been returned and no issues were observed. Control solution testing has been performed and all results were within specification. No malfunction or product deficiencies were observed. Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the reported sensor is returned and investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre sensor. Customer reported receiving readings of 78 mg/dl, 42 mg/dl and 360 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
Additional product (reader jngz049-k0020) has been returned. Reader jngz049-k0020 has been returned and investigated. Visual inspection has been returned and no issues were observed. Control solution testing has been performed and all results were within specification. No malfunction or product deficiencies were observed. Extended investigation has also been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs for the fs libre reader were reviewed and the dhrs showed the fs libre reader passed all tests prior to release. Dhrs for the fs libre sensor and fs libre sensor kit were reviewed and the dhrs showed the fs libre sensor and sensor kit passed all tests prior to release. If the reported sensor is returned and investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving erratic readings on their adc freestyle libre sensor. Customer reported receiving readings of 78 mg/dl, 42 mg/dl and 360 mg/dl within 10 minutes. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury, or mistreatment associated with this event.